Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number (B)(4).

Event description:
The patient reported that on (B)(6) 2026, the tubing got caught when she inadvertently contacted her site against a table.